Event description:
Lead management procedure to extract one non-functional cardiac lead. The rv lead was extracted using lld and tightrail. After extraction of the lead the patient declined. An injury was identified in the ra. The tightrail device had not extended past the subclavian vessel and when inserting the lld the lead broke before the lld could reach the distal end. It is the opinion of the physician that this injury was the result of how the lead tip had been placed and not through the use of the tightrail or lld. This report is to reflect on the lld for the potential contribution to the injury through use of traction. The patient survived the intervention.